Manufacturer narrative:
An internal investigation performed by merge healthcare identified a deficiency in the software when applying drug cutoffs. It was determined that the rules for site/workstation specific cutoffs are being applied in worklist selection but not in stat data entry. Depending on the toxicology user's actions when adding/verifying drug results, there may be inconsistencies on the patient's report. Toxicology customers use cutoff tests for drug results. Each cutoff tests can be configured to be specific to the user's site/workstation cutoff or to a global cutoff applied to all sites in the user's system. When entering results through stat data entry it was determined that the rules for sites/workstation specific result cutoffs were not being applied but rather the global cutoff which led to the result discrepancy on the report. Modifications to the software are being scheduled into an upcoming release of merge lis to ensure that any cutoffs associated to a site/workstation be retained for drug results entered by alternative methods. It should be noted that normal toxicology workflow for adding/verifying drug results is through worklist selection and not stat data entry. Qualified personnel should identify and review any inconsistencies between, medications, results, and flagging. Additionally, a historical analysis of customer complaints indicates that this is an isolated issue.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016 a toxicology customer alleged conflicting results for a single medication on a patient report. The report indicated the result was both positive and negative for the medication. Merge healthcare investigated the customer's workflow and test configuration. The customer's normal workflow is to allow the results to transmit from the instrument to merge lis and review and verify those results through worklist selection; however, for this patient, their normal workflow was not followed and results were manually entered through stat data entry. Inaccurate results associated with a patient could lead to an unnecessary procedure or inappropriate treatment; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).

Manufacturer narrative:
Merge healthcare corrected a deficiency in the software when applying drug cutoffs. It was determined that the rules for site/workstation specific cutoffs were being applied in worklist selection but not in stat data entry. Depending on the toxicology user's actions when adding/verifying drug results, there may be inconsistencies on the patient's report. To resolve the issue, a code change was made affecting how cutoff rules are handled in stat data entry. There is a workstation drop down available to the users in this screen which lists the set of configured workstations for the chosen test. Workstation chosen in this drop down is used to display the reference range. Ordering site is given priority first, if there is a reference range defined for that site. Normal toxicology workflow for adding/verifying drug results is through worklist selection and not stat data entry; however, the method for verifying results will now work as expected with either method selected. Issue was resolved in merge lis software version 4.2 released july 9, 2018. Merge lis v. 4.2 release notes documents that this issue is resolved under release 4.2, resolved issues section, ID: lis-5596. Revised information contained in this supplement report includes the following: updated manufacturer contact name, updated office contact name, date new information received by manufacturer (corrected software release date). Indication that this is follow-up report 001, indication of malfunction as reportable event, indication that the follow-up type is additional information, indication that additional manufacturer information is contained in this follow-up report.